Manufacturer narrative:
(B)(4). The incorrect manufacturing date was inadvertently submitted in the initial medwatch. The manufacturing date range is 11/05/2014 to 11/07/2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked. This occurred when a clinician tried reconstituting a 500 mg vial of azithromycin with normal saline by shaking the 20 mm vial. The reporter stated that the drug leaked on her skin. There was no report of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.